Event description:
The pt experienced intermittent stimulation with neck movement and tenderness at the pocket site. This started over the prior 4-5 weeks. Impedances were greater than 10,000 ohms on all electrodes. It was not possible to increase the voltage to further test impedances as the pt could not tolerate it. The pt had good stimulation when she could feel it, depending on head placement. The pt did not have medical insurance and no x-rays or other procedures were performed. The pt did not have any difficulty with charging the ipg.

Manufacturer narrative:
(B) (4).